Manufacturer narrative:
Patient initials were requested, therefore, the patient initials reflect the w.l. Gore internal case number. Age, gender, and weight were requested, but not provided. The engineering evaluation was limited as, the device was not returned to gore, however every suture is proof tested to ensure a minimum needle strength following needle attachment and samples from each lot are subjected to destructive tensile testing via a sampling plan. If the requirements of these tests were not met, the device or lot would have been rejected. Code 4111: additional information regarding the event were requested from the physician. The provided additional information is captured in the event description the gore-tex® suture instructions for use (IFU) states: at least seven, equally tensioned, flat square throws are required to produce a secure knot when tying gore-tex® suture. Additional throws may be necessary depending on surgical circumstances. When tying knots with the gore-tex® suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. As the knot is tensioned, the air in the suture is forced out. Care should be taken to avoid using a jerking motion which could break the suture. Uneven tensioning of a well formed square knot may result in an unsecured knot. When the gore-tex® suture is properly tensioned and formed, standard surgical knotting techniques will produce a secure knot. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, a gore-tex® suture was used in a carotid endarterectomy. During the treatment, when tying the suture to produce a secure knot, the thread broke at the secure knot site. Another suture was used to complete the procedure. No patient adverse event was reported. The physician stated that he was surprised because the product had never had a thread break before. Eight (8) remained sutures in the same carton will be returned to gore.